Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated and placed in ventilator but the patient's saturation was not responding. The cuff was checked and found no air. Adding air did not help. The tube has been replaced and the oxygen saturation of the patient improved.